Event description:
During device replacement, the use of electrocautery led to inhibition of pacing on the device. The patient was pacemaker dependent. The device was successfully explanted and replaced, the patient was stable following the procedure. There were no adverse consequences.

Manufacturer narrative:
The field complaint of loss of output was not confirmed; the device exhibited normal operations in the laboratory setting. Upon receipt, the battery voltage was above elective replacement indicator (eri). Electrical and mechanical tests did not identify any malfunctions with the device. No output (sensing/pacing) anomalies were noted. The cause of the output anomaly in this particular event could not be determined.